Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the shaft and balloon and in the guide wire lumen. There was contrast on the shaft. This is consistent with handling and suggests advancement of the sds into the body. It was confirmed that the stent implant had dislodged from the balloon and was not returned. However, there were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture and that the balloon had not been inflated. A cine was received and reviewed by a clinical analyst. The images show a stent is implanted in the posterior descending artery (pda). The next image shows a balloon inflated in the distal right coronary artery (rca) extending into the posterior lateral (pl). There is a dislodged stent just proximal to the balloon. Images then show a stent balloon inflation. However, the dislodged stent is not in the pl. Balloon markers are then seen at the edges of the dislodged stent. (There are images of the balloon inflation.) A stent is then positioned in the pl, covering the dislodged stent shadow and deployed. The stents in the rca and pl are then post-dilated. Final images show an additional stent in the mid-rca. (There are no images of the stent positioning, deployment of this stent, the snare attempts, or the crushing of the stent in the pl.) The inflation device used during the procedure was not returned, thus it is unknown how it may have contributed to the reported difficulties. A new indeflator filled with gastrografin diluted 1:1 with water was used to pressurize the balloon to the rated burst pressure and the balloon pressurized and held pressure. There were no leaks noted and no issues pressurizing the balloon, thus the balloon rupture was not confirmed. It is possible that the sds and inflation device were not connected properly; however, a conclusive cause of the difficulty to inflate the balloon cannot be determined. The incomplete inflation may have then contributed to the stent becoming slightly deployed such that the stent dislodged inside the body during withdrawal. Then, after the stent was partially crushed in the rca, it floated to the pl where it was crushed and a stent deployed over the crushed stent. A review of the lot history record did not reveal any associated nonconforming material records for the reported lot that would have contributed to this complaint. A query the complaint handling database for the reported lot was performed and there have been no other incidents reported for balloon material ruptures. All stent delivery systems are inspected for proper stent placement, stent damage, crimped stent outer diameter, and leak tested prior to packaging. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force and rated burst pressure.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional information.

Event description:
It was reported that during a right posterior descending artery (rpda) to mid right coronary artery (rca) stenting procedure, after deployment of a 2.25x23mm xience v stent in the rpda, the 3.5x18mm xience v stent was advanced to the distal rca lesion for deployment. During deployment, the balloon was inflated, but would only inflate to 2 atmospheres (atm). Negative pressure was pulled and the stent delivery system was pulled back, dislodging the stent. Angiogram showed the stent floating in the distal rca. A trek balloon was advanced to the stent, but was only able to partially crush it. Next angiogram showed the stent floating in the distal portion of the posterior lateral descending artery (plda). The distal rca was then stented with a xience v stent. Failed attempts were made to snare the stent in the plda. Another trek balloon was advanced and successfully crushed the stent against the vessel wall and then a 2.5x23mm xience v stent was deployed to cover the crushed stent. The procedure was completed with a stent to the mid rca. The final angiogram showed good flow throughout all vessels. There was no adverse patient sequela reported and no clinically significant delay in procedure. There was no additional information provided.